Manufacturer narrative:
The reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of ¿during t2 gtn surgery, the drill bit was broken. The broken drill tip was retrieved from the patient¿ could be confirmed, since the product was returned for evaluation and matches with the event. Evaluation revealed the drill, tri-flat t2 femur ø4,2x340 mm to be the primary product. No further associated products were reported. Review of the device history records revealed no discrepancies. As the item had been in use for more than 3 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During the investigation no material, design or manufacturing related issues were found. A physical examination of the device was performed, the received drill showed traces of an intense and frequent use the received drill showed traces of an intense and frequent use. It was broken approx. 41 mm from the tip. The fractured surfaces showed signs of a forced brittle breakage. The cutting edges of the drill were worn, degraded and covered with dents. The drill was not sharp anymore. Further visible damage was not found. Appearance of the breakage surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. According to the labelling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument. It also mentions various precautions and care to be taken during the usage of the product to prevent any damage to the device. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 gtn surgery, the drill bit was broken. The broken drill tip was retrieved from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 gtn surgery, the drill bit was broken. The broken drill tip was retrieved from the patient.